Event description:
A discordant false-negative result for (B)(6) was obtained on an advia centaur xp instrument. The patient was known to be (B)(6). The result was not reported out. The same sample was rerun on the same instrument and on another instrument in the same laboratory. Both results were positive. The positive result was reported to the physicians. There are no known reports of patient intervention or adverse health consequences due to the discordant (B)(6) result.

Manufacturer narrative:
A siemens field service engineer was dispatched to the customer site. The fse analyzed the instrument and performed preventive maintenance. The cause of the single (B)(6) result is unknown. The instrument is performing within specifications. Further evaluation of the device is not required.